Manufacturer narrative:
The explanted lens was returned on a piece of white medical sponge cut into a triangular shape inside a plastic bag. Viscoelastic was dried on the lens. The optic was cut into two portions, typical in appearance to damage created to remove the lens from the eye. The cut line of optic damage splintered into the optic material. The anterior optic surface was scratched across the central rings. Information was provided that indicated the use of a qualified cartridge and handpiece. Product history records were reviewed and the documentation indicated the product met release criteria. A non-qualified viscoelastic was indicated. The root cause cannot be determined for the reported complaint of "explant; pt c/o halos". The explanted lens was returned cut into two portions, typical of damage created to remove a lens from the eye. Additional optic damage was observed. Each lens was subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. The multifocal company lens was removed and replaced with a monofocal non-company lens. This information would suggest that the exchange from a multifocal to a monofocal lens and a difference of one diopter would suggest that the replacement lens model and diopter was an improved selection for this patient's vision needs. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced halos, the iol was explanted and exchanged for a non company lens following the initial implant procedure. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).